Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not provided. The customer addressed their bg with a correction bolus via pump. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.